Event description:
When stopcock valve turned, the bottom of the stopcock leaks. Even with tightening or checking of the intactness of the line prior to use, the stopcock comes apart from the tubing easily. Questioning faulty product. Manufacturer response for extension set with stopcock, extension set 3-way stopcock lipid resistant care fusion alaris products (per site reporter). Anesthesia tech supervisor contacted rep. Has not heard of this issue. Sending a replacement product.